Event description:
It was reported that a superior vena cava (svc) lead impedance warning was triggered for the right ventricular (rv) lead. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.